Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was over 400 mg/dl and closer to 550 mg/dl. The customer wanted to perform troubleshooting for bent and customer declined troubleshooting for high blood glucose. The customer performed high pressure test and it passed. The device will not be returned for analysis. Frn-mmt-332, unomed set.